Manufacturer narrative:
A steris service technician inspected the washer and found the unit to be operating properly. Contrary to the reported event, the steris technician found no evidence of sparking. The steris technician found no issues with the washer's voltage, fan or heating elements. No damage was noted to any components. The steris technician ran several test cycles and confirmed the washer to be operating according to specifications. The technician placed the washer back into service and no additional issues have been reported.

Event description:
The user facility reported that their reliance vision multi-chamber washer was sparking. No report of injury.